Event description:
It was reported that during preparation for a pci procedure, the shaft of the maverick2 monorail catheter was broken. The event occurred outside of the patient and the device was not used. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as "good".